Event description:
It was reported that an unk number of pts receiving a miller/galante all poly tibial component experienced aseptic loosening. It is unk if the pts were revised.

Manufacturer narrative:
Info was received via published literature. Reference journal article at http://jbjs.org/content/89/3/519.long. Device history records could not be reviewed as the part and lot numbers are unk. This device is used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided.